Event description:
It was reported, the system responds with error l3-020 during a breast biopsy procedure. The d10 driver was used to complete the procedure with no patient consequence. The device will be returned.

Manufacturer narrative:
Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable. Parts replaced that were unrelated to the customer complaint were the translational cable and port shaft. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.